Event description:
It was reported that episodes of noise and auto mode switch were recorded in the atrial channel. The physician decided to cap and replace the atrial lead. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.